Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the monitor failed a baseline and ECG and therapy electrode recognition test. The cause for the failure was isolated to a defective k700 component on the computer/analog board. The root cause for the defective k700 could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing check belt messages.